Event description:
Customer reported a malfunction on the pump, specifically indicating malfunction code 5 with a fault ID available. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, advising the customer to use multiple daily injections (mdi) as backup therapy.